Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use distal cover fell off into the patients mouth during an endoscopic nasobiliary drainage procedure. The tip was recovered without any problems, and the procedure was completed. No health hazard to patient was reported. There were no adverse effects to the patient as a result of the event. The event did not result in a death or serious injury.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(6).

Event description:
The distal cap was retrieved by hand. The patient did not require additional anesthesia. No additional interventions done to investigate the distal cap. The patient did not experience any adverse effects or complications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, correction to the initial with information inadvertently left out and to provide an update to the initial (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. There was no abnormality in the appearance of the actual product. -type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal cover dropped due to the distal cover not being properly attached to the scope. However, the root cause of the phenomenon could not be determined. The event can be detected/prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.